Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d334drg implantable cardioverter defibrillator (ICD) (B)(6) 2012; 6935 implantable tachy lead (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient's right atrial (ra) lead dislodged. The ra lead was repositioned and remains in use. It was also reported that implantable cardioverter defibrillator (ICD)  would not detect any sensing on the atrial or ventricular leads. When attached to the analyzer, sensing values were within normal range. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.